Manufacturer narrative:
Ack3 was not generated and the initial report was not received by FDA. Due to the aforementioned, an initial/final report has been submitted the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, based on a review of the information provided, the clinical root cause of the report failure could not be definitively determined. We cannot rule out incision scarring or trauma as possible contributory factors. Therefore, it cannot be concluded that the reported events were associated with a malperformance of the implant. According to the report, the patient was treated 17 months later with a steroid injection to relief the reported symptoms. The impact to the patient was the reported pain in the lateral portion of the right hip and the trochanteric bursitis. Should any additional relevant medical information be provided, this case would be re-assessed. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for intramedullary nail system revealed that provides complete guidelines of indications, contraindications, warnings and precautions and possible adverse effects that may occur preoperative, during surgery or post operative. There is no sufficient evidence to relate the specific reported event to the device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, joint tightness, patient condition or postoperative care. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. (B)(4).

Event description:
It was reported that, after an internal fixation procedure had been performed on the patient's right femur on (B)(6) 2017 to treat an intertrochanteric fracture, the patient experienced pain in the lateral portion of the right hip and trochanteric bursitis. In or around (B)(6) 2019, the patient received a steroid injection to relief these symptoms. Additional details regarding the clinical course of the patient were not provided. This incident was noticed in a retrospective post-market clinical follow up activity (pmcf)], additional information is not known, and it is not possible to collect it, we do not have the opportunity to revisit negative feedback to retrieve further information. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.